Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00 +19.5 diopter) was explanted in secondary surgery because of patient experiencing ghosting at 3 feet and difficulty seeing at distance despite 20/25+2 without correction vision and a post surgery refractive error of -0.50 +0.25 x 110 for correction to 20/20. Reportedly a dysfunctional lens syndrome was diagnosed. Lens was explanted successfully with no harm to the patient. 1 suture was placed in the eye to prevent leakage. A lens model aab00 +19.0 diopter was used as the replacement lens for the patient. The patient was doing well when discharged, seeing 20/20- without correction at post op (B)(6) 2018 after iol exchange. Intraocular pressure (iop) 15. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 4/26/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.